Event description:
According to the hosp, a wheel stud of the kion broke at the level of its steel axis when the kion was moved in the operating room. No injuries have been reported.

Manufacturer narrative:
Pictures of the broken wheel-stud have been evaluated, and based on these pictures and on a prior investigation, our conclusion is that the wheel was most probably at one time exposed to a severe impact and cracked which eventually made the stud break due to this second impact. A new wheel, including an improved stud with stronger steel, was released as spare part in june 2003.